Manufacturer narrative:
Insulin pump received with unresponsive act button, due to corroded keypad traces. No button error alarms were noted. No traces of moisture were found at the electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm. Insulin pump may have been exposed to sweat. Customer's blood glucose was 14 mmol/l. Customer was advised, insulin pump would need to be replaced. No further information provided.